Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were not responding. The customer's blood glucose level was not known. The buttons were not pressed for longer than three minutes. The customer had reportedly discontinued use of the insulin pump and reverted to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive esc and up buttons due to corroded keypad traces. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.